Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently entered an incorrect value when requesting a bolus. The customer's blood glucose (bg) level subsequently decreased to 36 mg/dl. Reportedly, the customer was disoriented due to the low bg event. The customer's wife provided assistance and the customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.